Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that after opening the valve to allow the liquid to drain into the bag, air traveled back from the bag into the catheter tubing. Per customer, this issue had serious consequences for the patient, as it resulted in a mild right anterior apical pneumothorax. Additional information was received from the customer and stated that the patient was fitted with a thopaz for further care. Per customer, the patient died and his deteriorating state of health was not solely the result of pneumothorax, but of multivisceral failure. The procedure itself caused asthenia to the patient.

Manufacturer narrative:
The device history record (DHR) for lot number 24d117fhx was reviewed and no anomalies related to the reported issue were observed. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported issue. As such, a root cause could not be determined at this time. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Manufacturer narrative:
Section b5 has been updated to include additional information.

Event description:
The customer reported that after opening the valve to allow the liquid to drain into the bag, air traveled back from the bag into the catheter tubing. Per customer, this issue had serious consequences for the patient, as it resulted in a mild right anterior apical pneumothorax and the collection bag has been changed. Additional information was received from the customer and stated that the patient was fitted with a thopaz for further care. Per customer, the patient died and his deteriorating state of health was not solely the result of pneumothorax, but of multivisceral failure. The procedure itself caused asthenia to the patient. The customer further confirmed that no chest tube was inserted for the management of the pneumothorax.

Event description:
The customer reported that after opening the valve to allow the liquid to drain into the bag, air traveled back from the bag into the catheter tubing. Per customer, this issue had serious consequences for the patient, as it resulted in a mild right anterior apical pneumothorax and the collection bag has been changed. Additional information was received from the customer and stated that the patient was fitted with a thopaz for further care. Per customer, the patient died and his deteriorating state of health was not solely the result of pneumothorax, but of multivisceral failure. The procedure itself caused asthenia to the patient.

Manufacturer narrative:
Section a2 and a3 has been updated to include patient's information. Section b5 has been updated to include additional information. Section d4 has been updated to include lot number, expiration date and unique identifier (UDI) #.

Manufacturer narrative:
H6 evaluation code: investigation conclusions has been corrected from 67 no problem detected to 4315 cause not established.

Manufacturer narrative:
One partial drainage bag was returned for evaluation. No testing could be performed on the bag alone. During visual evaluation, no issues were observed, and a definitive root cause could not be determined. Based on the available information, no corrective actions are required at this time. The issue will continue to be monitored through routine tracking and trending.